Manufacturer narrative:
Correction: 6000001-12-13-05-019-c. Evaluation summary: the pump was evaluated by a baxter service technician. The failure code 570, caused by depleted batteries, was confirmed by the technician, and the batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA, (B)(4).

Event description:
The facility returned the device for service. During service testing, the baxter repair technician reported a 570 failure code. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.